Manufacturer narrative:
Inspected 5 opened/used enlite sensors and performed bicarbonate buffer test per specifications. 1 of 5 sensors failed for low readings 4 remaining sensors passed per specifications with accurate readings and also found 5 bent cannulas. Unable to confirm if customer received sensor in said condition due to customer returning sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported differences between her sensor glucose and blood glucose readings. Her blood glucose was 121 mg/dl and sensor glucose was 40 mg/dl. She also reported a bad sensor, change sensor, and calibration error alerts. No additional information provided.